Event description:
It was reported a patient's right ventricular (rv) lead presented with erosion and infection. The lead was explanted and replaced in a procedure on an unknown date. The patient was later treated with antibiotics and no additional adverse patient effects were reported.

Manufacturer narrative:
Medwatch report number: mw5145843.